Event description:
Event verbatim [preferred term]: read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep [intentional device misuse], blisters on her hips. It burnt her so much/on her butt, irritating, painful. /her butt is blistered/there are a couple of blisters and a straight up burn and open wound and looking infected/scar [burns second degree], now it was looking infected [burn infection], , narrative: this is a spontaneous report from two contactable consumers (patient's mother and the patient). A 42-year-old female patient (non pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ar5202, expiration date 30apr2022, via an unspecified route of administration from (B)(6) 2020, applied 1 wrap as needed to lower back for back pain recommended by chiropractor. Medical history included she had rosacea from an unknown date, her cheeks turned red; she had ongoing back issues for 13 years (from 2007), she tried almost everything possible to help her back, they just did not help the back; she had sensitive skin. The patient's skin tone was olive. There were no concomitant medications. The patient had previously used heat pack and icy hot for pain relief. She stated the icy hot did not work. The consumer was calling on behalf of her daughter (patient) regarding thermacare heatwrap back pain therapy with 16 hour relief. Her daughter went to a chiropractor. She had ongoing issue with her back. Her chiropractor told her to get the thermacare heatwrap. The patient used thermacare just overnight (from 11pm to 5am). It was a two pack and she used the other one about 2 months ago ( (B)(6) 2020), she had not used prior to then and it was fine. She now had blisters on her hips on (B)(6) 2020. The same problem/symptom was not experienced during previous use. It burnt her so much so that her doctor had to call in silvadene for burns. The silvadene ointment was a prescription. It was something that she had at her house. It was silver sulfadiazine cream for burns. (Lot: l300220 and expiration date: 2016). The patient was working from home and was at a computer most of the day. She sit and it was on her butt, but it was irritating. It was painful. Now it was more irritating than painful, because she was sitting so long. She had several blisters on her hip. Her butt was blistered. The patient went to chiropractor twice a week. She was seen for her back. The consumer did not specify what type back issues that she was seen for. The patient was sleeping while wearing the product. She was wearing several layers of clothing over the thermacare product. She was only wearing panties over it. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She attached the adhesive to body. She wore it to bed at 11pm on (B)(6) 2020 and woke up on (B)(6) 2020 at 5am to pain. There were a couple of blisters and she had a straight up burn and open wound now and now it was looking infected in (B)(6) 2020. As of yesterday (B)(6) 2020, it was not looking too good. She put silvadene and tea tree oil to calm it down. No lot or information provided for the tea tree oil. She had a tilted pelvis and it was hard to get to. It was at the base of her back and top of her butt. It was an awkward location to take care of. She didn't engage in exercise while using the product. She read the usage instructions on thermacare before used the product. She didn't check her skin under the product while wearing thermacare, she was asleep. She can send pictures that she had from morning of, to two days ago, to open wound and last night. It was hard to take a picture of her butt. She contacted her chiropractor who was shocked and said she would never recommend this product to anyone. Chiropractor advised her to put neosporin on it. She just moved and didn't have any. Her father had silvadene, so she put that on it instead. The product was available to be sent to pfizer for evaluation. As of (B)(6) 2020, the patient's mother reported the product burned the patient and now she had a scar. She stated the product caused an open wound on her lower back, it's not healed correctly and there were three scars. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2020. The outcome of "read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep" was unknown. The outcome of the other events was not resolved. According to the product quality complaint group: summary of investigation: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. There was deviation from sop-#, complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 24-month trending chart attachment lbh adverse event-serious-unknown10sep2017 to 10sep2020. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, "blisters and a burn on her hips/butt area". The cause of the consumer stating the wrap caused blisters and a burn on her hips/butt area is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status was not received. Severity of harm was s3. Follow-up ((B)(6) 2020): new information received from the product quality complaint group includes investigational results and updated expiration date. Follow up ((B)(6) 2020): new information received from a contactable consumer (patient's mother) included: new event description (scar). Follow-up ((B)(6) 2020): follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2020): new information received from the product quality complaint group included updated trending information. Follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2020): new information received from the product quality complaint group includes severity rating. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Summary of investigation: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. There was deviation from sop-#, complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 24-month trending chart attachment lbh adverse event-serious-unknown10sep2017 to 10sep2020. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, "blisters and a burn on her hips/butt area". The cause of the consumer stating the wrap caused blisters and a burn on her hips/butt area is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status was not received.

Event description:
Event verbatim [preferred term] read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep [intentional device misuse], blisters on her hips. It burnt her so much/on her butt, irritating, painful. /her butt is blistered/there are a couple of blisters and a straight up burn and open wound and looking infected/scar [burns second degree], now it was looking infected [burn infection], , narrative: this is a spontaneous report from two contactable consumers (patient's mother and the patient). A 42-year-old female patient (non pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ar5202, expiration date 30apr2022, via an unspecified route of administration from 04sep2020 to 09sep2020, applied 1 wrap as needed to lower back for back pain recommended by chiropractor. Medical history included she had rosacea from an unknown date, her cheeks turned red; she had ongoing back issues for 13 years (from 2007), she tried almost everything possible to help her back, they just did not help the back; she had sensitive skin. The patient's skin tone was olive. There were no concomitant medications. The patient had previously used heat pack and icy hot for pain relief. She stated the icy hot did not work. The consumer was calling on behalf of her daughter (patient) regarding thermacare heatwrap back pain therapy with 16 hour relief. Her daughter went to a chiropractor. She had ongoing issue with her back. Her chiropractor told her to get the thermacare heatwrap. The patient used thermacare just overnight (from 11pm to 5am). It was a two pack and she used the other one about 2 months ago (jul2020), she had not used prior to then and it was fine. She now had blisters on her hips on (B)(6) 2020. The same problem/symptom was not experienced during previous use. It burnt her so much so that her doctor had to call in silvadene for burns. The silvadene ointment was a prescription. It was something that she had at her house. It was silver sulfadiazine cream for burns. (Lot: l300220 and expiration date: 2016). The patient was working from home and was at a computer most of the day. She sit and it was on her butt, but it was irritating. It was painful. Now it was more irritating than painful, because she was sitting so long. She had several blisters on her hip. Her butt was blistered. The patient went to chiropractor twice a week. She was seen for her back. Caller did not specify what type back issues that she was seen for. The patient was sleeping while wearing the product. She was wearing several layers of clothing over the thermacare product. She was only wearing panties over it. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She attached the adhesive to body. She wore it to bed at 11pm on (B)(6) 2020 and woke up on (B)(6) 2020 at 5am to pain. There were a couple of blisters and she had a straight up burn and open wound now and now it was looking infected. As of yesterday (B)(6) 2020, it was not looking too good. She put silvadene and tea tree oil to calm it down. No lot or information provided for the tea tree oil. She had a tilted pelvis and it was hard to get to. It was at the base of her back and top of her butt. It was an awkward location to take care of. She didn't engage in exercise while using the product. She read the usage instructions on thermacare before used the product. She didn't check her skin under the product while wearing thermacare, she was asleep. She can send pictures that she had from morning of, to two days ago, to open wound and last night. It was hard to take a picture of her butt. She contacted her chiropractor who was shocked and said she would never recommend this product to anyone. Chiropractor advised her to put neosporin on it. She just moved and didn't have any. Her father had silvadene, so she put that on it instead. The product was available to be sent to pfizer for evaluation. As of 29sep2020, the patient's mother reported the product burned the patient and now she had a scar. She stated the product caused an open wound on her lower back, it's not healed correctly and there were three scars. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on 09sep2020. The outcome of "read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep" was unknown. The outcome of the other events was not resolved. According to the product quality complaint group: summary of investigation: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, "blisters and a burn on her hips/butt area". The cause of the consumer stating the wrap caused blisters and a burn on her hips/butt area is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status: not received. There was deviation from sop-#, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 24-month trending chart attachment lbh adverse event-serious-unknown (B)(6) 2017 to (B)(6) 2020. Follow-up (18sep2020): new information received from the product quality complaint group includes investigational results and updated expiration date. Follow up (29sep2020): new information received from a contactable consumer (patient's mother) included: new event description (scar). Follow-up (08oct2020): follow-up attempts completed. No further information expected. Follow-up (09oct2020): new information received from the product quality complaint group included updated trending information. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Summary of investigation: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, "blisters and a burn on her hips/butt area". The cause of the consumer stating the wrap caused blisters and a burn on her hips/butt area is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status: not received. There was deviation from sop-#, complaint trending guidelines, effective 24feb2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 24-month trending chart attachment lbh adverse event-serious-unknown (B)(6) 2017 to (B)(6) 2020.

Event description:
Event verbatim [preferred term]. Read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep [intentional device misuse], blisters on her hips. It burnt her so much/on her butt, irritating, painful. /her butt is blistered/there are a couple of blisters and a straight up burn and open wound and looking infected/scar [burns second degree], now it was looking infected [burn infection]. Narrative: this is a spontaneous report from two contactable consumers (patient's mother and the patient). A 42-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ar5202, expiration date 30apr2022, via an unspecified route of administration from 04sep2020 to 09sep2020, applied 1 wrap as needed to lower back for back pain recommended by chiropractor. Medical history included she had rosacea from an unknown date, her cheeks turned red; she had ongoing back issues for 13 years (from 2007), she tried almost everything possible to help her back, they just did not help the back; she had sensitive skin. There were no concomitant medications. The patient had previously used heat pack and icy hot for pain relief. She stated the icy hot did not work. The consumer was calling on behalf of her daughter (patient) regarding thermacare heatwrap back pain therapy with 16 hour relief. Her daughter went to a chiropractor. She had ongoing issue with her back. Her chiropractor told her to get the thermacare heatwrap. She now had blisters on her hips on (B)(6) 2020. It burnt her so much so that her doctor had to call in silvadene for burns. The silvadene ointment was a prescription. It was something that she had at her house. It was silver sulfadiazine cream for burns. (Lot: l300220 and expiration date: 2016). The patient was working from home and was at a computer most of the day. She sit and it was on her butt, but it was irritating. It was painful. Now it was more irritating than painful, because she was sitting so long. She had several blisters on her hip. Her butt was blistered. The patient went to chiropractor twice a week. She was seen for her back. Caller did not specify what type back issues that she was seen for. The patient's skin tone was olive. The patient had sensitive skin. The patient used thermacare just overnight (from 11pm to 5am). It was a two pack and she used the other one about 2 months ago ((B)(6) 2020), she had not used prior to then and it was fine. The same problem/symptom was not experienced during previous use. The patient was sleeping while wearing the product. She was wearing several layers of clothing over the thermacare product. She was only wearing panties over it. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She attached the adhesive to body. She wore it to bed at 11pm on (B)(6) 2020 and woke up on (B)(6) 2020 at 5am to pain. There were a couple of blisters and she had a straight up burn and open wound now and now it was looking infected. As of yesterday (B)(6) 2020, it was not looking too good. She put silvadene and tea tree oil to calm it down. No lot or information provided for the tea tree oil. She had a tilted pelvis and it was hard to get to. It was at the base of her back and top of her butt. It was an awkward location to take care of. She didn't engage in exercise while using the product. She read the usage instructions on thermacare before used the product. She didn't check her skin under the product while wearing thermacare, she was asleep. She can send pictures that she had from morning of, to two days ago, to open wound and last night. It was hard to take a picture of her butt. She contacted her chiropractor who was shocked and said she would never recommend this product to anyone. Chiropractor advised her to put neosporin on it. She just moved and didn't have any. Her father had silvadene, so she put that on it instead. The product was available to be sent to pfizer for evaluation. As of (B)(6) 2020, the patient's mother reported the product burned the patient and now she had a scar. She stated the product caused an open wound on her lower back, it's not healed correctly and there were three scars. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on 09sep2020. The outcome of "read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep" was unknown. The outcome of the other events was not resolved. According to the product quality complaint group: summary of investigation: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, "blisters and a burn on her hips/butt area". The cause of the consumer stating the wrap caused blisters and a burn on her hips/butt area is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status: not received. Follow-up (18sep2020): new information received from the product quality complaint group includes investigational results and updated expiration date. Follow up (29sep2020): new information received from a contactable consumer (patient's mother) included: new event description (scar).

Manufacturer narrative:
Summary of investigation: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, "blisters and a burn on her hips/butt area". The cause of the consumer stating the wrap caused blisters and a burn on her hips/butt area is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status: not received.

Event description:
Read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep [intentional device misuse], blisters on her hips. It burnt her so much/on her butt, irritating, painful. /her butt is blistered/there are a couple of blisters and a straight up burn and open wound and looking infected [burns second degree], now it was looking infected [burn infection]. Narrative: this is a spontaneous report from two contactable consumers. A (B)(6) female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ar5202, expiration date may2022, via an unspecified route of administration from (B)(6) 2020, applied 1 wrap as needed to lower back for back pain recommended by chiropractor. Medical history included she had rosacea from an unknown date, her cheeks turned red; she had ongoing back issues for 13 years (from 2007), she tried almost everything possible to help her back, they just did not help the back; she had sensitive skin. There were no concomitant medications. The patient had previously used heat pack and icy hot for pain relief. She stated the icy hot did not work. The consumer was calling on behalf of her daughter (patient) regarding thermacare heatwrap back pain therapy with 16 hour relief. Her daughter went to a chiropractor. She had ongoing issue with her back. Her chiropractor told her to get the thermacare heatwrap. She now had blisters on her hips on (B)(6) 2020. It burnt her so much so that her doctor had to call in silvadene for burns. The silvadene ointment was a prescription. It was something that she had at her house. It was silver sulfadiazine cream for burns. (Lot: l300220 and expiration date: 2016). The patient was working from home and was at a computer most of the day. She sit and it was on her butt, but it was irritating. It was painful. Now it was more irritating than painful, because she was sitting so long. She had several blisters on her hip. Her butt was blistered. The patient went to chiropractor twice a week. She was seen for her back. Caller did not specify what type back issues that she was seen for. The patient's skin tone was olive. The patient had sensitive skin. The patient used thermacare just overnight (from 11pm to 5am). It was a two pack and she used the other one about 2 months ago, she had not used prior to then and it was fine. The same problem/symptom was not experienced during previous use. The patient was sleeping while wearing the product. She was wearing several layers of clothing over the thermacare product. She was only wearing panties over it. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She attached the adhesive to body. She wore it to bed at 11pm on (B)(6) 2020 and woke up on (B)(6) 2020 at 5am to pain. There were a couple of blisters and she had a straight up burn and open wound now and now it was looking infected. As of yesterday (B)(6) 2020, it was not looking too good. She put silvadene and tea tree oil to calm it down. No lot or information provided for the tea tree oil. She had a tilted pelvis and it was hard to get to. It was at the base of her back and top of her butt. It was an awkward location to take care of. She didn't engage in exercise while using the product. She read the usage instructions on thermacare before used the product. She didn't check her skin under the product while wearing thermacare, she was asleep. She can send pictures that she had from morning of, to two days ago, to open wound and last night. It was hard to take a picture of her butt. She contacted her chiropractor who was shocked and said she would never recommend this product to anyone. Chiropractor advised her to put neosporin on it. She just moved and didn't have any. Her father had silvadene, so she put that on it instead. The product was available to be sent to pfizer for evaluation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2020. The outcome of the event "blisters on her hips. It burnt her so much/on her butt, irritating, painful. /her butt is blistered/there are a couple of blisters and a straight up burn and open wound and looking infected" was not resolved. The outcome of "read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep" was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Summary of investigation: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, "blisters and a burn on her hips/butt area". The cause of the consumer stating the wrap caused blisters and a burn on her hips/butt area is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status: not received.

Event description:
Event verbatim [preferred term] read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep [intentional device misuse], blisters on her hips. It burnt her so much/on her butt, irritating, painful. /her butt is blistered/there are a couple of blisters and a straight up burn and open wound and looking infected [burns second degree], now it was looking infected [burn infection], , narrative: this is a spontaneous report from two contactable consumers. A 42-years-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ar5202, expiration date 30apr2022, via an unspecified route of administration from 04sep2020 to 09sep2020, applied 1 wrap as needed to lower back for back pain recommended by chiropractor. Medical history included she had rosacea from an unknown date, her cheeks turned red; she had ongoing back issues for 13 years (from 2007), she tried almost everything possible to help her back, they just did not help the back; she had sensitive skin. There were no concomitant medications. The patient had previously used heat pack and icy hot for pain relief. She stated the icy hot did not work. The consumer was calling on behalf of her daughter (patient) regarding thermacare heatwrap back pain therapy with 16 hour relief. Her daughter went to a chiropractor. She had ongoing issue with her back. Her chiropractor told her to get the thermacare heatwrap. She now had blisters on her hips on 04sep2020. It burnt her so much so that her doctor had to call in silvadene for burns. The silvadene ointment was a prescription. It was something that she had at her house. It was silver sulfadiazine cream for burns. (Lot: l300220 and expiration date: 2016). The patient was working from home and was at a computer most of the day. She sit and it was on her butt, but it was irritating. It was painful. Now it was more irritating than painful, because she was sitting so long. She had several blisters on her hip. Her butt was blistered. The patient went to chiropractor twice a week. She was seen for her back. Caller did not specify what type back issues that she was seen for. The patient's skin tone was olive. The patient had sensitive skin. The patient used thermacare just overnight (from 11pm to 5am). It was a two pack and she used the other one about 2 months ago, she had not used prior to then and it was fine. The same problem/symptom was not experienced during previous use. The patient was sleeping while wearing the product. She was wearing several layers of clothing over the thermacare product. She was only wearing panties over it. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She attached the adhesive to body. She wore it to bed at 11pm on 04sep2020 and woke up on 05sep2020 at 5am to pain. There were a couple of blisters and she had a straight up burn and open wound now and now it was looking infected. As of yesterday 09sep2020, it was not looking too good. She put silvadene and tea tree oil to calm it down. No lot or information provided for the tea tree oil. She had a tilted pelvis and it was hard to get to. It was at the base of her back and top of her butt. It was an awkward location to take care of. She didn't engage in exercise while using the product. She read the usage instructions on thermacare before used the product. She didn't check her skin under the product while wearing thermacare, she was asleep. She can send pictures that she had from morning of, to two days ago, to open wound and last night. It was hard to take a picture of her butt. She contacted her chiropractor who was shocked and said she would never recommend this product to anyone. Chiropractor advised her to put neosporin on it. She just moved and didn't have any. Her father had silvadene, so she put that on it instead. The product was available to be sent to pfizer for evaluation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on 09sep2020. The outcome of "read the usage instructions on thermacare before used the product/did not check skin under the product while wearing thermacare, she was asleep" was unknown. The outcome of the other events was not resolved. According to the product quality complaint group: summary of investigation: batch ar5202 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, "blisters and a burn on her hips/butt area". The cause of the consumer stating the wrap caused blisters and a burn on her hips/butt area is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status: not received. Follow-up (18sep2020): new information received from the product quality complaint group includes investigational results and updated expiration date.